Manufacturer narrative:
After further review, this event was determined to meet the tvt registry criteria for adverse events. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Per the sapien 3 instructions for use (IFU), lvot obstruction a potential risk associated with the use of the valve, delivery system, and/or accessories.  Lvot obstruction is usually due to inaccurate deployment (too ventricular) of the valve and is generally a result of use error or a combination of patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation.   Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction.    In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the left ventricle outflow tract obstruction requiring alcohol septal ablation could not be determined, however, it may be related to patient factors (not provided) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per medical records provided, the patient had a valve in valve (viv) transcatheter valve replacement with a 29mm sapien 3 valve in a previously implanted surgical valve in the mitral position via transseptal approach.  The first sapien 3 valve was placed too atrial resulting in regurgitation. A second 29mm sapien 3 valve was implanted with excellent hemodynamic results, but leaving the patient with left ventricle outflow tract (lvot) obstruction.  The obstruction was treated with alcohol septal ablation post tmvr successfully.  Patient was discharged on post operative day 19.